Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: lap oophorectomy. For two separate cases, the surgeon when the surgeon attempted to deploy the bag within the patient, the bag completely fell off the prongs and the metal prongs were fully exposed within the patient. It is unknown if there were multiple attempts to advance the actuator. The bag and the rest of the product was removed from the patient with no issues. A new bag was used in each case to complete the case. The new bag worked without issue. No patient injury or delay to the case. No product return. Type of intervention: device was removed from patient and a new bag was used to complete the case patient status: no patient injury or delay to the case.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, an analysis of the event unit could not be performed and applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Based on past similar events, it is possible that the tissue bag fell off the supports due to retraction of the actuator prior to full actuation of the device. Per the instructions for use (IFU), the user should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment."

Event description:
Type of procedure performed: lap oophorectomy: for two separate cases, the surgeon when the surgeon attempted to deploy the bag within the patient, the bag completely fell off the prongs and the metal prongs were fully exposed within the patient. It is unknown if there were multiple attempts to advance the actuator. The bag and the rest of the product was removed from the patient with no issues. A new bag was used in each case to complete the case. The new bag worked without issue. No patient injury or delay to the case. No product return. Type of intervention: device was removed from patient and a new bag was used to complete the case. Patient status: no patient injury or delay to the case.